Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as garment clasp had rubbed open incision near chest tube open. There was no alleged device malfunction contributing to the irritation. The patient¿s home health applied a bandage and cleaned the wound with an antibacterial soap. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.